Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belt) was confirmed. Upon investigation the electrode belt was unable to communicate with a monitor and failed incoming functional testing. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable connector. The cause for the open wire was a damaged trunk cable connector. The root cause for the damaged trunk cable connector could not be positively identified but was likely due to excessive force. No adverse event resulted from the open wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that his electrode belt was damaged. The pt was issued a replacement electrode belt.